Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step prior to filling the cartridge. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. There was no reported impact to the customer's blood glucose level. The customer declined to load a new cartridge.